Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burning smell came from a home choice during use, patient not connected. The technical service representative did not discuss the use of continuous ambulatory peritoneal dialysis as the patient would use the machine that night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A simulated therapy was performed. There was nothing found that could have caused or contributed to the reported problem. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported issue was not verified during analysis. Should additional relevant information become available, a supplemental report will be submitted.